Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the monitor was unable to obtain a signal from the therapy electrodes. The cause for the communication failure was isolated to a damaged electrode belt receptacle. The receptacle was missing a pulse wire pin, causing the lack of therapy electrode signal. The monitor enclosure showed signs of physical abuse. The root cause for the damaged electrode belt receptacle could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete functional testing.